Event description:
According to the allegedly injured party, in 2006, a laser technician practitioner was performing a procedure using a medlite c6 laser at 6 j/cm2, 1064 nm, 10hz with a 4 mm spot size while compressing the skin with a glass window to force the blood away from the treatment site to minimize the formation of purpura. She reports that during the procedure, she noticed bright spots that caused her to blink. After the procedure, she noticed that there continued to be a "black" spot or shadow in her central vision similar to what happens after you look directly into a light bulb or the sun and then look away. She further reports that 3 days later, she went to see an ophthalmologist who examined her and found bleeing and referred her to a retinal specialist. We have not yet received her formal medical records. Sixteen days later, ms. Pham sent an email to an independent contractor working with hoya conbio, informing her of the adverse event. The independent contractor reviewed the email for the first time and reported the alleged injury to hoya for the first time 5 days later.

Manufacturer narrative:
Device not evaluated as there is no defect or problem with the device. The event may be related to a lack of eyewear or the use of incorrect eyewear. The eyewear provided with the c6 laser system is to protect for use with the 1064 and 532 nm wavelengths. This eyewear has a slight amber tint. The reporter requested that a hoya representative send her a clear set of eyewear without the amber tint. Hoya sent clear eyewear to her, but sent eyewear rated only for 2940 nm. Upon receipt of the eyewear, she did not check the rating on the eyewear prior to using them. She used them for several months prior to 11/06. She claims to have been wearing this eyewear in 2006 when she allegedly received a back reflection off of the surface of the compression window she was using. The 2940 nm eyewear was removed from the treatment room immediately after the event and replacement eyewear with the correct protection was sent to institute on 12/20/06.